Event description:
Omnipod 5 app on samsung s21 was previously working without problems. Due to insulet's badly developed and buggy software, it suddenly stopped working on (B)(6) 2023. The error message is: "this device does not match the manufacturer configuration. It cannot be used with omnipod 5." My device is advertised as compatible on insulets website. It has been working without problem, and nothing was changed about my device to cause it to fail. No software was installed and no os updates were applied.